Event description:
Customer reported issues with the insulin pump. Customer states that the buttons of the insulin pump are unresponsive. The blood glucose reading is 140 mg/dl. Nothing further reported.

Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. Insulin pump had minor scratches on display window, cracked belt clip slot, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)